Event description:
As reported by the user facility: ref # (B)(4), serial # (B)(4), 1 item, reported (B)(6) 2012. Reports pump turned itself on. Pump was in standby mode with insulin infusion. Pump started running. Nurse was there and caught issue before any problem to the patient.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual pump involved in the reported incident was returned for evaluation. The pump was powered off and on three times without any extraneous turn-on. The pump was tested three times with an infusion of 2.0ml/h and 0.1ml with no interruptions or errors, door closed or opened. A review of the pump's log indicated that on (B)(6) 2012 at 8:57:19am the pump was placed on stand-by. At 11:57:20am the standby expired message was displayed. At 11:57:24am the standby expired alarm was confirmed and turned off by the user. At 12:05:38pm the "ok" key was pressed followed by the start/stop key, and the previously programmed infusion re-started with a rate of 2.0ml/h. The infusion was manually stopped at 12:08:00pm with a total infused of 0.08ml or 100.0% of the expected volume. At 12:08:03pm the infusion was re-started again with the same rate of 2.0ml/h then consequently the start key was pressed and the message "invalid" was displayed. At 12:08:07pm device alarm 2113 occurred and the infusion stopped with a total volume infused of 0.0ml. Per the operational logs the pump's standby time was exceeded, the user acknowledged the pump's alarm of the standby expiration then consequently proceeded to press the "start/stop" key and the pump being infusing. After 4 seconds the user stopped the infusion, but 3 seconds later (12:08:03pm) the user re-started the infusion then immediately pressed the "on/off" key causing "device error 2113" (2113 = error_stop_request). Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer.